Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that a fluid was discovered during dwell 2 of 4. The patient was connected during the incident and the fluid leaked from unknown. The patient could see fluid leaking under the cycler. There were no alarms/warnings prior or after the leak. There were a few droplets of fluid at the top of the inside of the cassette door. No holes or tears could be seen on the cassette; the film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient confirmed the reported event. Per patient during their pd treatment dwell 2 of 4 on (B)(6) 2025 they noticed that there was some fluid underneath the cycler. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were a few droplets of fluid, maybe one or two, at the top of the inside of the cassette door, but that was it and they were able to clean it with their finger. The patient stated that they let the cycler dry out for about fifteen (15) minutes before using it again for treatment that day. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h2, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that a fluid was discovered during dwell 2 of 4. The patient was connected during the incident and the fluid leaked from unknown. The patient could see fluid leaking under the cycler. There were no alarms/warnings prior or after the leak. There were a few droplets of fluid at the top of the inside of the cassette door. No holes or tears could be seen on the cassette; the film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient confirmed the reported event. Per patient during their pd treatment dwell 2 of 4 on (B)(6) 2025 they noticed that there was some fluid underneath the cycler. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were a few droplets of fluid, maybe one or two, at the top of the inside of the cassette door, but that was it and they were able to clean it with their finger. The patient stated that they let the cycler dry out for about fifteen (15) minutes before using it again for treatment that day. The patient was able to complete treatment on the cycler on the day of the reported event after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation.